Event description:
It was reported that the arctic sun device was not cooling, chiller temperature (t4) was 31.1 degrees. Clinical manager stated that tried to set up a loaner device for an account, hennepin county medical center. When doing a functional check, the loaner device was alarming 41 (low internal flow).

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined. The arctic sun device was working properly and within specifications. The arctic sun stat was evaluated upon receipt. Upon evaluation, the device is functioning properly and no issues were found. The arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was unconfirmed, a DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling, chiller temperature (t4) was 31.1 degrees. Clinical manager stated that tried to set up a loaner device for an account, hennepin county medical center. When doing a functional check, the loaner device was alarming 41 (low internal flow).